Manufacturer narrative:
(B)(4).

Event description:
Two endurant stent graft systems were selected for use in a patient for the treatment of an abdominal aortic aneurysm. After the patient was prepped for the procedure, the physician requested a 36x14x102 device. Prior to the box being opened, it was noticed that the device box had a white ¿not for human use¿ sticker beneath the label. The physician elected not to use the device and selected another device of the same size; however, the same white ¿not for human use¿ sticker was beneath the label. No further devices were available, so the patient was closed without treatment. No additional clinical sequelae were reported.